Manufacturer narrative:
Concomitant medical products: model: 6788, dbs ipg, implant date: unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2018-09474, reference MFR. Report#: 1627487-2018-09475, reference MFR. Report#: 1627487-2018-09476. This report is in reference to a (B)(6) patient. It was reported the patient had been experiencing diminished therapy due to high impedance. As a result, the patient may undergo surgical intervention.

Event description:
Device 1 of 4 :reference MFR. Report#: 1627487-2018-09474 , reference MFR. Report#: 1627487-2018-09475 , reference MFR. Report#: 1627487-2018-09476 . Follow-up revealed the patient's lead(s) were explanted and replaced. Surgical intervention addressed the patient's issue.